Event description:
Clinical trial. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) a grade d spiral vessel dissection occurred pre stent placement. The target lesion was a 3.5 x 15 mm tortuous and 95% stenosed lesion located in the proximal right coronary artery (rca). A pt2 guide wire was advanced and resistance was reported. The physician stated "it was a challenging lesion" and sub-totally occluded. Based on angiography, the physician felt the guide wire caused a vessel dissection. The target lesion and dissection were treated with four overlapping stents (three taxus liberte and another MFR's bare metal stent). The pt was discharged one day post procedure with no add'l reported events.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review a supplemental medwatch will be filed.